Event description:
It has been reported to hill-rom that a pt allegedly fell while being transferred by a hill-rom/liko golvo pt lift. The pt was being transferred from a bed to a wheelchair. The pt was admitted to an ICU at the hospital for 3 days and it was reported the pt's mental stability may have been compromised. The risk manager at the facility speculated the event may have been caused by the loop of the sling being improperly attached to the sling bar. Subsequently, the facility informed hill-rom through a facility filed medwatch that the pt died allegedly from the injuries related to the fall from the lift. Ref MFR report 8030916-2013-00050.